Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are previous complaints of this code batch, there are no units in stock. Received one open and used sample and one closed sample. Thread of the open cassette received is tangled and it is not useful. Thread into the cassette becomes tangled when it is pulled out with a large and fast movement, so reel spins free and some turns of thread comes out from the reel core. Pulling thread after this situation gets thread tangled. Final conclusion: complaint is justified. Taking into account that the cassette received does not fulfill the OEM specifications, the conclusion is the complaint is justified. Actions on distributed product of this reference/batch: replace the cassette to the end customer or refund. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread is breaking (vet).